Event description:
It was reported that the customer received excessive no delivery alarms. The customer's blood glucose was 468 mg/dl. The customer stated that he received the alarm while priming the insulin pump. The customer had reverted to manual injections. The customer declined troubleshooting. Advised customer on the process for a replacement insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify no excessive no delivery/occlusion alarm due to motor error alarm.